Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an ablation procedure for atrial fibrillation (af) this device exhibited pacing inhibition and loss of capture (loc) despite being programmed to electrocautery mode. The patient is pacemaker dependent and there was evidence of asystole for more than two seconds in duration. No adverse patient effects were reported. Following the procedure the device was functioning normally. The device remains in service.